Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the vivity company, 22.0 diopter, (1.5 extended depth of focus) lens was planned to be replaced with an unspecified, monofocal lens. Additional information was provided that the issue may be related to retinal detachment repair. Due to the planned exchange of an extended-depth-of-field lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was unable to tolerate and blurry vision. Clinical reason was related to retinal detachment repair, and intolerance to extended depth of focus of iol. The iol was exchanged for 6 months 1 week 6 days following the initial implant procedure.